Event description:
It was reported that the user performed a supply change using the same cartridge, after which the insulin units on the pump did not update; customer care instructed the user to disconnect from the body and complete the fill tubing step until drops appeared at the infusion set, then guided a full supply change with a new cartridge, which resolved the issue. Symptoms included no adverse clinical effects. Outcomes included no clinical impact, no alarms, and successful completion of troubleshooting and education. Investigation included remote troubleshooting and procedural review. Investigation of this case revealed user-related process error during the supply change, with the cartridge and infusion set components implicated only by use, and the device functioned as designed once the correct steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user did not follow instructions.